Manufacturer narrative:
The customer¿s product requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer performs qc's on the first of every month, which passed in both (B)(6). Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result for one patient with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the neoplastine cl plus reagent. At 1:30 p.m. The meter result was >8.0 inr and around the same time the laboratory result was 4.3 inr. On (B)(6) 2019 at 1:30 p.m. The meter result was >8.0 inr and around the same time the laboratory result was 4.6 inr. The patients warfarin dose was held on (B)(6) 2019, then resumed to their normal dose the next day, in addition to being held on and (B)(6) 2019 and then resumed to their normal dose the next day. The patients therapeutic range is 2.5-3.5 inr and goes to the medical center weekly to get tested. The patient is feeling ok.